Event description:
It was reported that an ilet pump was leaking insulin from the cartridge area, and the user described assembling the adapter and cartridge outside the pump before insertion; the event is consistent with a leak/splash associated with the reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to a seal and was categorized as a device leak/splash involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.